Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during atrial tachycardia procedure, cardiac tamponade occurred. Following insertion of the intellamap orion¿ the patient complained of chest pain during catheter deployment. The physician progressed with the procedure and patent experienced cardiac tamponade. The patient stabilized and no additional adverse effects were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID # 2134265-2016-12361, 2134265-2016-12362. It was further reported that the patient was heparinized whole case long. An intellanav oi was used to ablate. A dynamic deca catheter was used to reference the impedance based catheters.